Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Pinching tongue [tongue injury] . Whole thing popped out and came apart in mouth - oral-b [device breakage] . Case narrative: 78-year-old female consumer via phone stated that the oral-b toothbrush head pinched her tongue. The whole thing popped out and came apart in her mouth. No serious injury was reported.